Manufacturer narrative:
(B)(4). A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse discovered that there were air slugs in the dispense probe lines and wash pump. The fse replaced the wash valve seal and wash pump assembly o-ring. After replacement of the parts all verification testing passed within published performance specifications. In conclusion, the wash valve seal and wash pump assembly o-ring were allowing air into the wash system which is the cause of this event.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for four (4) patients involving the access 2 immunoassay system (serial number (B)(4)). After the generation of the elevated results, the customer repeated assay quality control (qc) and it failed to meet specifications. The customer reanalyzed the patient samples on their alternate access 2 immunoassay system and obtained lower results. The original, elevated results were released from the laboratory however the customer did generate corrected reports after reanalyzing the patients' samples. There was no report of patient injury or change in patient treatment associated with this event. Quality controls (qc) were run several times after the event and failed; the customer did not provide qc data for review. System check was performed on (B)(6)-2014 and passed. The patients' samples were collected in lithium heparin plasma tubes which were centrifuged for five (5) minutes at 4000 rpm (revolutions per minute). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the customer's analyzer.